Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the peritonitis event. At the time of this report, the patient remained hospitalized and had not recovered from the event. Pd therapy has been ongoing during hospitalization and treatment. No additional information is available.